Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that a tablet programmer would not hold a charge. No patients were affected. The tablet programmer was returned to the manufacturer and is currently undergoing product analysis.

Event description:
During product analysis the tablet programmer performed according to all functional specifications. The tablet was not received with a power supply adapter so the tablet's main battery was fully charged successfully using a known good power supply adapter. The tablet was powered on continuously and was used to program and interrogate a pulse generator multiple times using only the main battery for more than an hour. The main battery had a remaining charge of 81% at the conclusion of the testing. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. Follow up with field representatives revealed that the power adapter used in the field to attempt to charge the tablet is not available to be returned for product analysis. The field representative reported that the tablet had a crack at the top near the power source. Product analysis confirmed the tablet had a cracked case consistent with the field report but the function of the tablet was not adversely affected.